Event description:
It was reported that the cot legs will not extend completely, possibly indicating difficulty loading/unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather the device model and serial number.

Event description:
It was reported that the cot legs will not extend completely, causing difficulty loading/unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The model number and serial number were acquired and the device was evaluated. The investigation is complete and the section h codes have been updated to reflect investigation findings.